Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker generator replacement procedure. During the procedure, the pacemaker exhibited loss of low voltage output in the right ventricle after exposure to electrocautery. The physician connected the right ventricular lead to a pacing system analyzer for the duration of the procedure and explanted and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
A pacemaker was returned for the reported event of loss of low voltage output after exposure to electrocautery. The device was received in backup vvi mode due to cold temperature exposure after explant and was near end of life due to normal battery depletion. The reported event was unconfirmed, though the user manual indicates inhibited generator operation may occur due to electrocautery. No anomalies were noted and pacing output was stable. Additional information: d10.